Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the cartridge to resolve the issue. There was no reported adverse impact to the customer blood glucose.